Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the connector pin measuring 10.5 cm was returned for analysis. Full breach insulation degradation was noted at 4.5 cm from the connector pin. External insulation abrasion exposing the outer coil was noted at 5.7 - 5.9 cm from the connector tip, consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.